Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, while trying to place the lens into the sulcus, a haptic broke off, and the lens fell into the vitreous. The patient was referred to a retinal specialist, who performed a vitrectomy and explanted the iol. When the specialist was trying to retrieve the lens from the vitreous, the other haptic broke off. The lens and both haptics were removed. In a follow up, the surgeon reported that during the initial surgery he may have damaged the haptic while torquing the lens, causing the haptic to fall off. He stated that after the haptic broke off, he attempted to widen the wound to remove the damaged lens, and that is when the lens fell into vitreous. Following the initial surgery, the patient was put on medications to lower the intraocular pressure (iop). The retinal specialist informed the surgeon that following the iol explant surgery, the patient experienced corneal edema, vision was 20/200, and the intraocular pressure was 'fine". The lens replaced with the same type of iol, and the eye is still healing.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).